Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, and they acknowledged the instructions.